Manufacturer narrative:
This case, with patient (B)(6) (system 1) is related to case with patient (B)(6) (system 2). Section it was unknown if the initial reporter sent report to the FDA.

Event description:
Customer allegedly received the following results, with two different compact meters, within 10 minutes: hi (greater than 600 mg/dl, system 1) and 113 mg/dl (system 2). No adverse event reported. Return of suspect device was requested and replacement was sent.